Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead experienced muscle stimulation several days post-implant. The lead was reprogrammed to fixed output in unipolar configuration with no further action taken. Approximately 16 months later it was reported that muscle stimulation still occurred with bipolar pacing and unipolar configuration was not ideal for the patient. A revision procedure was performed wherein the lead was explanted and replaced. No adverse patient effects were reported.